Event description:
The medical team in the EU had an impella cp support along with ECMO for a patient in need of hemodynamic support. After over 2 days of support the team removed the pump due to limb ischemia. There was no additional treatment beyond the explant. The team attributed the ischemia to thrombus burden at the implant site.

Manufacturer narrative:
The medical center in the EU has not yet returned the impella product for analysis. Upon completion of the investigation, a final report will be filed.

Manufacturer narrative:
Since the original report was filed, the investigation has concluded. The medical team in the EU never returned the impella pump nor introducer sheath for analysis. As such, the root cause of the limb ischemia and the causal relationship to the impella could not be proven. The assumption is that patient condition may have contributed to the limb injury. The failure mode will be monitored and trended.